Event description:
Additional information was received. It was reported the manufacturer representative met with the patient on (B)(6) 2020 and ran a passive recharge mode on the ins. They were then able to connect to the ins for normal charging. The manufacturer representative indicated that initially the recharger connected with 4 coupling bars but then was able to get it to 8 coupling bars. The battery was superficial and if the patient moved the coupling would drop to 4 bars. The caller would have the patient continue to charge to try to get the ins charge to greater than 25% and then attempt to interrogate with the clinician programmer and clear the por message.

Manufacturer narrative:
Continuation of d11: product ID 97740 lot# serial# (B)(6) product type programmer, patient product ID 97740 lot# serial# (B)(6) product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported on 2019-nov-06 that the patient was overdischarged and they couldn¿t interrogate the device. The device was reset and the issue was resolved. The patient was having trouble clearing the power on reset and couldn¿t get to the time screen when pressing the navigate button. It was an informational power on reset from post overdischarge recovery. The representative was going to continue working with the patient. The indication for use was spinal pain. No patient symptoms reported. Additional information received on 2019-nov-08 stated that the implantable neurostimulator was fully charged and the patient wanted to use the programmer but saw a por code. A 006 error was seen, which was able to be cleared by removing and replacing the batteries. The por code was still seen and the patient was redirected to their hcp. There were no reported complications and no further complications were expected. Additional information was received from a consumer regarding the patient on (B)(6) 2020. It was reported that the patient¿s stimulator will not charge. The patient noted that she has had trouble getting the implantable neurostimulator to charge or connect since it was rebooted in (B)(6) 2019. The patient noted that it really hasn¿t worked all of 2020. The patient tried to connect and charge after the implantable neurostimulator was rebooted with a manufacturer representative in (B)(6) 2019, but it would not connect. The patient noted that she had been shown what to do to reboot the implantable neurostimulator and was told that it would take so many hours when it was rebooted. Additionally, the patient was told that most likely if her implantable neurostimulator didn¿t stay rebooted after they did it, then they would not be able to reboot it again. The patient is scheduled to have the implantable neurostimulator replaced on (B)(6) 2020.